Manufacturer narrative:
Product is not expected to be returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found dislodged during an ablation procedure. Additional surgical intervention was performed, and while attempting to reposition the lead the physician was not able to extend the helix. As such, this lead was explanted and replaced. No additional adverse patient effects were reported.